Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had the stopper pull out of tube within a holder. The following information was provided by the initial reporter: translated to english. The customer stated "the cap fell off after the blood was drawn, causing blood leakage; the customer found the tube with the problem's stopper was aged. The continuous occurrence of blood leakage has seriously affected the image of our products on the client side, especially in infectious disease hospitals."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had the stopper pull out of tube within a holder. The following information was provided by the initial reporter: translated to english. The customer stated "the cap fell off after the blood was drawn, causing blood leakage; the customer found the tube with the problem's stopper was aged. The continuous occurrence of blood leakage has seriously affected the image of our products on the client side, especially in infectious disease hospitals."